Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information given in the¿section d1/d2 was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). P-cap / reservoir locks properly into place. Unit passed displacement test, rewind test, prime/seating test, force sensor test, basic occlusion test, occlusion test, active current measurement and self test. No unexpected alarms noted during testing. Pump successfully downloaded traces and history file using thump. Pump communicated properly with test guardian link transmitter. No auto mode anomaly noted during testing. Unit failed sleep current measurement. Unit was properly tested with test pcb 1 and failed sleep current measurement. Unit was properly tested with test pcb 2 and passed sleep current measurement. Battery/power anomaly problem is isolated to pcb 2. High sleep current isolated to leaky c30-ceramic cap. Unit received with pillowing keypad overlay and minor scratches on case.

Event description:
Customer reported via phone call that they experienced high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was assisted with troubleshooting and declined for high blood glucose. Customer was assisted with auto mode setting. Customer was assisted with self test and insulin pump passed the test. The insulin pump will not be returned for analysis. ¿